Manufacturer narrative:
(B)(4). G2: foreign: poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there is no measurable data in modules 3-4. All the modules are blown up. Led 3-4 is not lit. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. The following sections were corrected: h6 component codes. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined: unstuck led (3rd-4th led are down), led 4 and 4 not lit, no data in modules 3-4 and all other modules are bulging. The device was scrapped. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported event is attributed to component failure from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.